Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received two inappropriate shocks and was subsequently hospitalized. In addition, the rv revealed noise and oversensing for an unknown duration during device testing. The noise was misinterpreted by the device and labeled as ventricular fibrillation (vf) which in turn provided shock therapy to the patient. The noise was only present on the rv channel, both the sensing and pacing channel were clear. A revision procedure was performed and the lead was explanted and replaced. A lead or connection issue was suspected by the physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Lab analysis confirmed that the lead had insulation damage on the lead body as the coils were exposed. This damage was likely caused by entrapment in the clavicle near the first-rib region. Visual inspection revealed no signs of set screw mark on all terminal connections. The lead was archived at boston scientific.

Manufacturer narrative:
To date the explanted lead has not been received at boston scientific. Upon receipt the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of the event. A final report will be sent after information is received from the lab analysis.